Event description:
On may 5th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis confirmed variability in sg values; however, no clear cause for the variability was identified. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, no additional information was needed, and the user was advised to reach out to their hcp for their next removal and reinsertion, if the discrepancies persisted. Per dms review, the user was using the system with up-to-date information.